Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) whereby they got multiple alert tones without messages. This issue occurred during cardiopulmonary bypass (cpb), with no change out, no blood loss, no delay, and no adverse event. The clinician eventually realized that the level alert sensor was not fully seated in the level pad and proceeded to reseat the sensor. The logs confirmed the issue that when the level sensor goes from coupled to not attached and back to coupled fast enough, only the audio alert sounds, but no message pops up on the central control monitor (ccm). When this occurs, the proper message is populated in the messages areas of the auxiliary (aux) tab, but users are often not aware of this.

Event description:
It was reported that during use of the device for cardiovascular bypass (cpb), the level system had multiple alert tones without any messages being displayed. After further investigation it was found that the alert level sensor was not fully seated properly in the level pad. It was reseated and after the level system was rebooted, the messages appeared in the message area auxiliary tab. The issue resolved and the level module was used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log review: on (B)(6) 2022 the level module was reporting many alarm probe status changes from coupled to disconnected, back to coupled. This happened in the same second. This can occur and clear so fast that only an audio alert occurs. The log confirms the complaint.